Manufacturer narrative:
Examination of the returned capio slim revealed no damage to the suture capturing device. The dart was found behind the catch of the capio slim. A small amount of suture was attached to the needle. There was blood residue on the carrier. The mesh assembly was not returned for analysis. The most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a prolapse correction procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle of the first mesh leg detached and was not found. On the second pass, the suture broke and the needle was stuck inside the capio device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a prolapse correction procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle of the first mesh leg detached and was not found. On the second pass, the suture broke and the needle was stuck inside the capio device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.